Manufacturer narrative:
Correction information: section g.3. The date of the initial report is corrected to march 24, 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The device was reportedly explanted due to the electrode perforated the posterior wall of the ear canal, causing inflammation. A petrosectomy was initially performed. The recipient will be reimplanted at a later date. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient was reportedly explanted due to medical issues. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.